Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead insulation exhibited an anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead was bent and could not be inserted into the pulse generator header. The lead was not installed and a new lead was implanted. No patient symptoms were reported.